Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported that the probe did not "slide well" with the valved trocars during a procedure. Patient harm was not reported. Additional information has been requested. This is one of two reports for this facility. (B)(4)

Manufacturer narrative:
Additional information has been provided. The probe sample was discarded and no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The probe was manufactured on january 29, 2018. There were 1674 packs associated with this lot. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. There was no trocar sample returned for evaluation for the report of probe did not fit well with trocar. Therefore, the condition of the product could not be verified. There was no lot number was identified with this complaint. Therefore, lot history and complaint history reviews could not be conducted. There was no further information was able to be obtained from this customer. All trocar assemblies are 100% inspected for gauge size. With no additional, related information provided, the customers reported event was not able to be confirmed. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).